Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no more hearing sensation with the device. No accident has been reported, but there is visible swelling around the implant.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also external mechanical influences might have weakened the fixation of the electrode which led to electrode mobility. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
The patient no longer ha any hearing sensation with the device. No accident has been reported, but there is swelling around the implant. The patient has been re-implanted.

Manufacturer narrative:
Additonal information: based on the available tin-situ measurements, damage to the active electrode caused by minute device mobility is assumed. However to determine an exact root cause a device investigation would be necessary. A date for explantation has not been made available so far.

Event description:
The patient no longer has any hearing sensation with the device. No accident has been reported, but there is visible swelling around the implant. No date for re-implantation has been scheduled yet.